Event description:
During the index procedure three endeavor sprint drug eluting stents were implanted in the lad. An angiographic complication of dissection occurred during implanation of the first endeavor sprint stent. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). (B)(4).